Manufacturer narrative:
It was noted that the device is not available for evaluation because the hospital retained it. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
Painful left hip so the surgeon revised. Elevated metal ions in blood. Corrosion was noticed on the trunion.

Manufacturer narrative:
An event regarding corrosion and elevated metal levels involving a 32mm std lfit v40 head was reported. The event was not confirmed. Device evaluation not performed as no device was returned. Medical records received and evaluation. A review of the provided information by a clinical consultant indicated insufficient information was provided for a medical dictation. Device history review. A device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review. A complaint history review confirmed no other similar events for the reported lot code. The exact cause of the event could not be determined because of a lack of information. No further investigation for this event is possible at this time.

Event description:
Painful left hip so the surgeon revised. Elevated metal ions in blood. Corrosion was noticed on the trunnion.